Event description:
Having problems since 1990 and subsequently diagnosed with latex allergy in 1992. Problems included allergy in 1992. Problems included chronic fatigue and tiredness, diarrhea, vomiting, out sick from work, lesions on face. Seen by different drs. In 1992 had episode of respiratory distress due to latex exposure during surgery. Dec 96, touched a glove (latex) to hand it to a dr and had a severe allergic reaction. Admitted to ER and had a local reaction when IV started. Experienced runny nose, sneezing, cough, vomiting, out of work with swelling hands, feet, states could not wear regular shoes due to swelling, had to use boots. States took leave of absence till 1999. When return to work, problems worse; very sick, vomiting, could feel heart beating within 1 hr of being at work, epinephrine would help for 1/2 hr-1hr then symptoms start again. Hyperventilating, palpitations could see heart beating through lab coat. States that dr said can't go to work in that environment. Has episodes of face and scalp excoriated and oozing, respiratory problems, vision problems. Unable to have contact with any latex including in underwear, occasional swelling/edema, continues on medication.